Event description:
Smiths medical foreign country, has been notified of an event of air leakage through the cuff after in use for one day. It is not known if the units were pretested per the instructions for use. Event occurred at hospital - foreign country.